Event description:
Per report, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, an iliac artery dissection was found after sheath removal. The edwards clinical specialist was informed by the site that the patient access vessel diameter was 7mm with mild calcification and mild tortuosity. A cut down was performed on the left side. There was difficulty experienced only while advancing 25f dilator. A 22f sheath was placed in the left common femoral artery. The tavr procedure was performed without issues. After sheath removal, a dissection was visualized in the left iliac artery. Two 7 x 59mm atrium covered stents were used to treat the iliac dissection. The patient was stable after the procedure. The physicians do not fault device; they do not consider this event a complication.

Manufacturer narrative:
The device was not returned to edwards for evaluation. However, per report the event was not related to a device malfunction. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum required vessel diameter for a 22fr sheath is 7 mm. In this case, the cause of the injury to the iliac artery cannot be confirmed; however, per report, the access site diameter was 7 mm with mild vessel calcification, and mild tortuosity. It is likely that the patient¿s borderline vessel size for a 22f sheath in combination with vessel calcification and / or tortuosity not appreciable on imaging caused or contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.